Event description:
This pt with a history of previous aorto-iliac bypass surgery on the right side and pta with stent of both iliac arteries, known coronary heart disease with previous cardiac interventions, and chronic limb ischemia (fontaine 2b) was admitted for angiographic eval, which revealed an arteriosclerotic infrarenal aortic stenosis. Of note the pt was too ill to survive major surgery; therefore, the pt requested treatment via percutaneous angioplasty. A 12f cordis sheath was placed in the femoral artery. A genesis stent (details unk) was implanted in the infrarenal aorta. Then, a palmaz xl 40mm was chosen for implantation and was loaded onto a maxi ld 7f 25x4 110cm. There were no anomalies noted with either device or the packaging prior to use. The balloon was connected to a (B) (4) inflation manometer and was prepped with (B) (4) contrast and saline in a 1:1 ratio. The device prepped normally. There were no kinks noted in the device at any time during the procedure. The device was entered into the system and advanced to and across the target lesion without resistance or difficulty. The device was never in an acute bend. The balloon was inflated to maximum pressure per IFU. The pt was taken to the operating room for surgical removal of the maxi ld balloon and sheath a introducer, which was successful.

Manufacturer narrative:
This is one of two reports submitted for related events occurring in the same clinical setting. Please reference MFR report#s: 9610978-2010-00027.

Manufacturer narrative:
A review of the procedural films was conducted by an independent physician. The following are his findings: evaluation is somewhat limited due to the paucity of images provided. I do not have a final image showing the displaced iliac stent. I also do not have images of the balloon that was submitted for bench top analysis. From the information provided, I cannot derive a definitive correlation between the complication and product malfunction. It appears that the complication encountered in this patient is procedurally and technically related. Images of the aortic stent show the proximal portion of the stent to be significantly undersized in the juxtarenal and suprarenal aorta. In these types of situations, when a compliant balloon is inflated, it may expand beyond the stent on the edges and overlap the top of the stent. If great care is not made to completely deflate the balloon before attempted withdrawal there is a likely possibility of the balloon becoming snared on the superior margin of the stent. This can result in balloon rupture. In these cases, it is often prudent to advance the balloon into the more proximal artery and attempt to capture the balloon by advancing the sheath forward. This eliminates any possibility of entanglement of the balloon and the stent. When the stent had retracted into the infrarenal aorta, below the palmaz stent, it had a very irregular and unusual appearance. At this point, balloon rupture should have been suspected. This balloon catheter was unlikely to be able to be withdrawn through the left common iliac artery genesis stent. When this was attempted, the ruptured balloon appears to have snared on the proximal portion of the stent and the stent/balloon complex could not be removed. A troubleshooting technique that could have been employed is to advance the sheath through the iliac stent an attempt to capture the majority of the ruptured balloon in the sheath prior to removal through the stent. I do not believe this case represents product failure. Rather it is a good example of the difficulty that can be encountered when treating aorto-iliac disease in patients with multiple co-morbidities. Based on the information available, it appears that the stent migration experienced by the customer may have been caused by the operational context of an additional device and is not related to a product quality issue. This is one of two reports submitted for related events occurring in the same clinical setting. Please reference MFR report #s: 9610978-2010-00027 and 9610978-2010-00028.

Manufacturer narrative:
.